Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 20 x 2.25 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. During the procedure, the guide holding the stent broke. The procedure was then completed with another of the same device. No patient complications were reported.